Event description:
Upon interrogation, the device was found to be in a hardware reset mode. It was noted that the patient may have received external defibrillation, and also, the patient may have been lost to follow-up. It was recommended to explant the device.

Manufacturer narrative:
No medwatch form was received.